Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen that did not recover after a force restart, with the user noting discovery the same day and uncertainty about the cause; visual inspection via photos was requested to assess for cracks, and a replacement was arranged with instructions to shut down the device and return it. Symptoms included no injury or adverse clinical effects. Outcomes included inability to operate the device and interruption of intended use, while data were synced and the user continued cgm use with a dexcom g7. Investigation included remote troubleshooting, request for images to assess physical damage, and plans for device return. Investigation of this case revealed a screen nonresponse consistent with a hardware display or touch interface malfunction, with no evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display or touchscreen, root cause undetermined pending evaluation.